Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  UDI:(B)(4). Added: b5, h6. Corrected: a1.

Event description:
Ppf alleges pseudotumor and metal wear.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Pfs alleges clicking and shooting pain, swelling, sleeping difficulty, limited mobility, walking difficulty, metallosis. After review of medical records, it was stated that the patient was revised due to leg length inequality - 12 mm shorter in the left side compared to the right. Revision notes reported that cup was well fixed and did not have a great deal of anteversion but combined anteversion was 35 degrees and no evidence of instability. It was also indicated that patient had elevated metal ion levels but no lab results were provided. Doi: (B)(6) 2009 - dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: c2ejb1000. Device history batch: null. Device history review: a device history record (DHR) review on (B)(4) found no deviations or anomalies were observed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.